Event description:
The user facility reported that post cardiac cath, the doctor went to deploy angio-seal. The angio-seal sheath was married to the locator with a snap per protocol. The doctor clicked forward and back and pulled back when everything came out. Everything was seamless until that point. There was no harm or blood loss to the patient. Manual pressure was applied. The doctor was worried that the anchor was in the vessel and cut into the device tubing, everything was inside the tube. The anchor and collagen/suture did not come out. No blood loss was reported. The event did not result in injury. Additional information was received on 27jun2024: the sheath size was 6 french. There were no difficulties with access or procedure. A femoral angiogram was taken prior to deployment. There are no further patient demographics.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. No sample was available for evaluation. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).